Manufacturer narrative:
The lot complaint history was reviewed, this is the fifth complaint for the finish goods lot; however, the fifth for this issue for this lot. The device history record shows the product was released per specifications. The wet returned fluidics management system (fms cassette) was visually inspected and the barcode was clear and readable on the housing. No obvious defects were observed. The sample was tested on a calibrated laureate console and the sample passed priming and tuned with the handpiece successfully. Maximum vacuum was achieved during functional testing. Fluid flowed from the bottle to the irrigation and aspiration manifolds and continuously to the housing. No occlusion was found in all manifolds. Leakage was observed on the sample of the weld line of the fluid path between the base and the cover. The leak on the sample did not impact the priming sequence of the cassette. Analysis of this fms cassette found the customer's event is related to a non-conforming molding issue associated with the cassette. The molding issue did not affect the functionality of the cassette during evaluation. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that leakage and vacuum deficiency during a procedure. The product was replaced and procedure completed with no patient harm reported.